Event description:
The customer there was a communication failure error message. This error may cause the system to lockup or not to boot. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and the lemo pin connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.